Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
On an unreported date, the patient was noted to have a lack of hygiene, further described as not thorough cleaning/prepping during dialysis, which led to peritonitis. The patient experienced peritonitis manifested by bad stomach pain, cloudy thick discharge, and a high white blood cell count. The patient was hospitalized on the same day. Treatment included vancomycin intraperitoneally (ip). The patient mentioned that he was using manual bags recently instead of single bags due to peritonitis. The patient tried using cycler bags again in the hospital, but a clog in the catheter prevented him from continuing. The patient was drained and was advised to use manual bags as he recovers. Two days after admission, the patient was discharged from the hospital. The patient was retrained on proper aseptic technique. On an unreported date, the patient recovered from the event of peritonitis.